Event description:
A malfunction was reported involving the customer's pump, identified by the malfunction code malf 15. There was no adverse impact to the customer's blood glucose level. Tandem technical support arranged to replace the faulty pump and confirmed the customer's shipping address. They provided instructions on how to put the pump into storage mode, which the customer acknowledged. The customer was advised to use multiple daily injections as a backup therapy and agreed to return the malfunctioning pump within 10 days using a pre-paid label.